Event description:
It was reported that during an abdominal peritoneum resection procedure, the robotic procedure to resect the colon. The event happened on the second firing. The device closed but would not fire across the colon. Tried again and evidently with the same reload and it would not fire. Tried a second device and it worked fine, a blue reload was used. There were no patient consequences.

Manufacturer narrative:
(B)(4). Incorrect cartridge size the analysis results showed that one ec60a device was returned with no visual non-conformances and loaded with a 45 mm reload. The reload was noted to be unfired. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60mm IFU. The device was tested for functionality in the articulated position with a 60 mm reload and it achieved a complete fire sequence without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.